Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument joint was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was in strong grip mode at the time of the event. There was no collision with other instruments. Another instrument was used to try to open the jaws. The jaws were not stuck on tissue when the issue occurred. There was no adverse event to the grasped tissue. No tissue removal or bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a dislodged grip tang. Both grip tangs were dislodged. Further inspection found no abnormally sharp or damaged components that may contribute. The probable root cause is attributed to reduction in ultimate strength of the material, which may be the result of damage to the grip through external collisions, during use, or during reprocessing.